Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for lipout was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode lipout. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg molding defects were noted on the top edged of the device. No health impact or consequence reported.